Manufacturer narrative:
This report is being submitted as follow up no. 1 to update sections a1 and a2, to provide the device return date in section d10, update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was returned for evaluation. The angio-seal device was returned mated the sheath. The arteriotomy locator was returned as well. Visual inspection revealed that the hemostasis sheath hub was found to be mated with the deployment sleeve which was in the rear lock position with the color bands fully exposed. A portion of both the hemostasis sheath and the carrier tube assembly were severed. The tamping tube was returned separately. Neither the anchor nor the collagen were returned. There was no portion of the suture exposed. The distal end of the suture was examined under the microscope and it was found a uniform cut. Due to the condition of the returned device, no functional testing was possible. The hub cap of the carrier tube hub was separated to inspect the suture spool within. All turns of the suture were housed within the spool. The suture end was slightly tugged and the suture unwound without any anomalies. There were no obstructions to the path of the unraveling suture. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Terumo medical received a user facility medwatch report # (B)(4). "The event description states: after procedure, was closing groin for post case. Prepped to use the angio-seal. During the closure, the angio-seal malfunctioned and was not able to close due to plug still remaining in the device." Additional information was received on may 22, 2019. The procedure prior to the use of the angio-seal was an angiogram. A 6 fr procedural sheath was used. A pre-deployment angiogram was performed. The problem occurred when attempting to deploy, the collagen and anchor did not advance and were removed with the angio-seal device. No components of the angio-seal device were left in patient. The patient was reported to be in stable condition. Hemostasis was achieved through manual compression. The blood loss was less than 250cc.